Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. System pcba is the root cause of the issue with unknown component failure.

Event description:
The customer contacted physio-control to report that their device would intermittently fail to power on. There was no patient use reported with the event.